Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a lesion in the ostium left main (lm) coronary artery. There were no abnormalities reported in relation to the anatomy. It was reported that during the procedure a balloon burst/rupture occurred during balloon inflation at 10 atm. A dissection occurred in the left main. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: there were no issues noted with the onyx frontier stents or the 5.0mm nc euphora balloon used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Analysis of the returned device revealed the balloon showed evidence of inflation; there was no visible burst site on the balloon. Contrast remained in the balloon. The device was soaked in a water bath to disperse the contrast. The device failed negative prep, indicating a leak/burst, and when the device was pressurized with water a pin hole leak was observed. The location of the leak was on the balloon working length, distal of the proximal marker band. No other damage was noted to the remainder of the device. Additional information: device lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the 2.0 euphora had 3 inflations to a max of 14 atm prior to the issue occurring. The balloon rupture occurred in the diagonal branch, then, it shot proximally into the left main causing a dissection. The diagonal artery was stented with a 2.0 x 15 onyx frontier stent with 1 inflation to a max of 14 atm. The left main was stented to address the dissection using a 4.0 x 8mm onyx frontier stent to 12 atm. Post dilation was performed with a 5.0 nc euphora and 3 inflations were performed to max or to 14 atm. The patient is reported to be fine and doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.